Event description:
It was reported that post-operatively the iol (intraocular lens) dislocated due to bag instability. The iol was explanted from the patient¿s right eye. The replacement lens model zma00 21.5 diopter was placed into the sulcus. However, it also dislocated. Therefore, the replacement lens was also explanted and replaced with a non-johnson and johnson (jnj) iol. The non-jnj lens was placed in the anterior chamber. No further information was provided.

Manufacturer narrative:
Age, weight and ethnicity: information unknown/asku. Date of event: the exact date is unknown. The best estimate is between the implant and explant dates. (B)(6) 2023. Health effect - clinical code: 4581 used to capture device decentered or dislocated or tilted subluxated or wrong position, device dislocation. The device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information; however, to date, it has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information was received from the customer stating the suspect iol was discarded. The following field was updated accordingly. Section h6, type of investigation: 4115 - device discarded. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.